Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal (new drug) with a concentration of 500 mcg/ml at a dose of 96 mcg/day and compounded baclofen (old drug) with a concentration of 2500 mcg/ml at a dose of 120 mcg/day. Total drug volume (tdv) was .498 mls for the bridge bolus. It was reported the patient reported pain near the pump site since implant ((B)(6) 2016). The representative said the patient suggested the sensation felt like there was something under the pump. The representative stated the patient had been hospitalized and worked up for the pain, and they could find no reason for it. The representative stated the patient elected to have to have the pump removed because of the pain, and initially, they were going to just remove the pump without weaning the dose down until the representative suggested they consider weaning first. The representative also stated the patient had a difficult time finding a provider to take her insurance, but did find someone to help wean the patient down prior to removing the pump. The representative stated the patient said she didn't think the pump was helping her spasticity, but also stated she was getting stiffer as they had been titrating the dose down. The change in therapy/symptoms was considered sudden. The patient did not have a health care provider. Additional information received from the representative on 2017-feb-23 reported there was no troubleshooting needed. The patient wanted the pump removed because of pain at the pump site. All work up was negative. There was no pump malfunction. No further patient complications were reported.